Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("device fragment") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), abdominal distension ("abdominal bloating"), genital haemorrhage ("excessive bleeding"), conjunctivitis allergic ("allergic conjunctivitis"), vision blurred ("blurred vision"), eye swelling ("eye swelling"), eye pain ("eye pain"), headache ("headache"), arthralgia ("pain in the left side of hip") and coccydynia ("coccyx pain"). The patient was treated with surgery (laparoscopic salpingectomy and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, arthralgia, coccydynia, conjunctivitis allergic, device breakage, eye pain, eye swelling, genital haemorrhage, headache, pelvic pain and vision blurred to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("device fragment") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), abdominal distension ("abdominal bloating"), genital haemorrhage ("excessive bleeding"), conjunctivitis allergic ("allergic conjunctivitis"), vision blurred ("blurred vision"), eye swelling ("eye swelling"), eye pain ("eye pain"), headache ("headache"), arthralgia ("pain in the left side of hip") and coccydynia ("coccyx pain"). The patient was treated with surgery (laproscopic salpingectomy and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, arthralgia, coccydynia, conjunctivitis allergic, device breakage, eye pain, eye swelling, genital haemorrhage, headache, pelvic pain and vision blurred to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("device fragment") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), abdominal distension ("abdominal bloating"), genital haemorrhage ("excessive bleeding"), conjunctivitis allergic ("allergic conjunctivitis"), vision blurred ("blurred vision"), eye swelling ("eye swelling"), eye pain ("eye pain"), headache ("headache"), arthralgia ("pain in the left side of hip") and coccydynia ("coccyx pain"). The patient was treated with surgery (laproscopic salpingectomy and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, arthralgia, coccydynia, conjunctivitis allergic, device breakage, eye pain, eye swelling, genital haemorrhage, headache, pelvic pain and vision blurred to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-aug-2022: quality safety evaluation of ptc. 19-jan-2023: no new information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.